Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 11 days. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to emergency department (ed) after isolated syncopal episode which occurred when patient fell and got up from the floor on the way to the bathroom. The inr was 1.7. Device interrogation observed multiple pulsatility index (pi) events. A CT scan of the head showed subarachnoid hemorrhage of left frontal lobe. The event resolved with sequela on (B)(6) 2018. No additional information was provided.